Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display. The insulin pump was received with cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Event description:
Information received by medtronic indicated that the insulin pump had a cracked at right below the buttons but above the reservoir window. The customer did not see any damage to the reservoir lip but did notice that the yellow piece inside the insulin pump and reservoir compartment was worn. Troubleshooting was performed for damaged. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.